Event description:
Customer reported issues with the insulin pump. Customer states that they were at the hospital due to high blood glucose readings. Customer was not wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.